Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of spline damage and spline bunching. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the device was used for atypical flutter, this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave device confirmed that the event of damage/defective and spline bunching are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale. The device was used for atypical flutter, and this is considered off-label use of the device.

Event description:
It was reported that during insertion for the farawave procedure, there were two splines with damage. One spline detached, and spline bunching occurred. Trouble shooting of try to align occurred. A new farawave was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned. It was reported that during insertion for the farawave procedure for atrial flutter, there were two splines with damage. One spline detached, and spline bunching occurred. Trouble shooting of try to align occurred. A new farawave was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for the farawave procedure, there were two splines with damage. One spline detached, and spline bunching occurred. Trouble shooting of try to align occurred. A new farawave was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned.